Event description:
Reporter indicated that a software upgrade on a vns programming computer was successful. It was reported that it was "not possible to complete the upgrade", although the specific problem was not indicated.

Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.